Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results due to low anion gaps on their dxc 600i chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i chemistry analyzer and identified the failure mode as multiple hardware. The fse observed a cracked membrane clamp, broken retainer ring for the sample electrode, and ripped membrane. The fse replaced the membrane clamp, retainer ring, membrane and sodium electrode which resolved the issue. The beckman coulter internal identifier is case-(B)(4).